Manufacturer narrative:
(B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the anchor of this product was pulled out from the patient's burr hole. The surgery was completed with another device, causing a 15 minute delay to surgery. No further information is available at this time.